Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the hand piece pulsated, the lights flashed, and the hand piece seized then stopped. The surgeon used a second device to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.